Event description:
Customer reported a blank display after changing the infusion set. She stated that the insulin pump showed no signs of damage and that it had not been dropped or bumped. She stated that the battery cap contacts were not missing or damaged and ghat the battery compartment and spring were not damaged or corroded. She stated that she had changed the battery and held down the act button until the insulin pump vibrated but that the display did not return. The blood glucose reading was 250 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken solder joint of power connector on the interface board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.